Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient presented with dislocated hip, liner and head were extracted and replaced with new head and constrained liner.